Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented remotely. Review of the transmission revealed, non-sustained oversensing; the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. No intervention was performed. The patient was stable.